Manufacturer narrative:
The inner sheath of the device was returned for evaluation. Evaluation confirmed that the insulation tip was broken off and partially missing. This phenomenon was attributed to physical damage due to mishandling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip as stated in the IFU.

Event description:
The user facility reported that during a transurethral resection of the prostate, the white insulating tip broke off inside the pt towards the end of the procedure and was retrieved. The pt was reportedly doing find after the procedure.